Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on disconnected mode and critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override due to network connectivity issues. The field service engineer visited each station, powered off the pyxis units, and reseated data cables on both ends. After powering the stations back on, the engineer verified connectivity by logging into the desktop, checking internet status, and confirming synchronization status in the application. At each station, the application was allowed to load, and the critical override icon disappeared, indicating successful synchronization. The system functioned as intended after the field service engineer repaired the device.